Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric sleeve procedure and during the fifth firing on the sleeve of the stomach, the device could not be fired. The tissue was clamped and the green button was pushed but the firing handle would not budge. Firing of the device was tried twice inside the stomach and once outside. A new device was used to complete the case. It was determined that the handle had a problem. There was no patient injury and no medical intervention was required.